Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified distal left anterior descending artery. The nc quantum apex mr 12mm x 2.00mm balloon was used for predilatation. On the first inflation the balloon ruptured at eighteen atmospheres. The balloon was removed intact. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). Component (B)(4) relates to (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).